Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on charged coupled device unit, b30 scope communication error occurred. There was no electrical continuity due to damage on the distal end. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to damage on channel tube, the cleaning brush could not be inserted smoothly. The control unit had a scratch. Grip had a scratch. The angulation lever had a scratch. The insertion tube rotation ring had a scratch. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had connection error with the main unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. As a result, b30 error occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. (Except bf-mp290f) 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.